Event description:
It is reported that the pt had a two stage revision due to infection with the second stage of the revision occurring on (B)(6) 2010.

Manufacturer narrative:
Eval summary: first stage revision operative notes were provided which noted that the primary reason for revision was loosening of the durom acetabular component, however, upon entry to the joint brown sanguinous fluid was present. Pathology results returned significantly high white cell count which prompted the decision for the two stage revision with implantation of antibiotic containing cement spacers. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Stage 2 revision operative notes noted minimal central acetabular wear that was bone grafted. Pathology showed no bacteria and the rest of the procedure went smoothly. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.